Manufacturer narrative:
It was reported by the end user fell when the brakes on the unidentified wheelchair disengaged. The customer sustained a fractured left hip and left hand, when he was getting up from his bed into the wheelchair. There was no sample received, regarding the reported incident. No additional information is available. Due to the reported fractures to the left hip and left hand, this MDR is being filed. If additional relevant information becomes available a supplemental MDR will be filed.

Event description:
It was reported when the end user fell when the brakes on the unidentified wheelchair disengaged. The customer sustained a fractured left hip and left hand.